Event description:
While analyzing the heart phythm of a pt the device returned a "shock advised" determintation for what appeared to be a non-shockable heart rhtyhm. Complainant did not indicated that there was any adverse effect to the pt due to the reported malfunction.